Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that blood glucose was low at 43 mg/dl due to excessive physical labor. Customer declined troubleshooting for low blood glucose.